Event description:
The customer reported that the charge light is flickering on and off every half second while charging. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. Additionally the device failed to power up via ac power. The issue was localized to a failed power supply assembly. The power supply was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.